Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation," and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Incident description: when firing the clip applier, the clips were not clamping down all the way at the apex of the clip. He was not sure if he was squeezing down all the way (plastic-to-plastic). The clip fully loaded into the jaws upon actuation. The surgeon did fully skeletonize the vessel prior to using the clip applier. Opened a second clip applier and had the same issue. Opened a third clip applier and had no further issues and completed the procedure. Patient status: fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Incident description: when firing the clip applier, the clips were not clamping down all the way at the apex of the clip. He was not sure if he was squeezing down all the way (plastic-to-plastic). The clip fully loaded into the jaws upon actuation. The surgeon did fully skeletonize the vessel prior to using the clip applier. Opened a second clip applier and had the same issue. Opened a third clip applier and had no further issues and completed the procedure. Patient status: fine.